Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, due to dirt on the objective lens there was a lack of image on the monitor, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the connecting tube had a scratch and a dent, the connecting tube had a wrinkle, the objective lens had discoloration, the protector of the universal cord on the control section side had a scratch, the image guide protector had a scratch, the protector of the universal cord on the scope connector side had a scratch, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, the lock engagement lever and knob both had a scratch, the up/down and the right/left knobs both had a scratch, switches 1 and 3 had a scratch, the switch box had a scratch, the suction cover had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration and a scratch, the electrical connector had discoloration due to water leakage, and the suction cylinder was shaved. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution and wiped/brushed the air/water nozzle with a lint free cloth, sponge or brush with no reported delays in the precleaning and no abnormalities observed. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following IFU. The instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had reduced angulation. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.